Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: ng, lab: >10. On (B)(6) 2010, pt came into the clinic due to a nose bleed. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: >7.5, 2.0. Pt's therapeutic range: 2.0-3.0 inr.